Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test or verify motor error alarm due to broken/detached end cap. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was 496 mg/dl at the time of the incident. The customer stated that there is a crack near the drive support cap and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 496 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.